Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photos confirmed the leak. Based on the photos, the leak was seen in the instrument's return pump area, indicating that the leak was most likely from the return pump tubing. However, the root cause for the leak could not be determined based on the information provided. A review of the device history record and a material trace of the return pump loop used to build this kit lot did not identify any related nonconformances. Based on the analysis, no further action is required. This investigation is now complete. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e215 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, tubing leak, equipment performance, and low hemoglobin. No trends were detected for these complaint categories. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned kit photos is still in progress. A supplemental report will be filed when the analysis of the kit photos is complete . (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a tubing leak. The customer stated that the instrument was returning blood from the return bag and that photoactivation had not started yet, when the pump tubing organizer (pto) popped out of its position after 1599ml of whole blood processed. The customer reported that the return pump tubing also popped out of its position as well. The customer stated that there was a pump alarm, but they could not remember the alarm number. The customer reported that they replaced both the pto and the return pump tubing, but then they noticed a leak around the return pump. The customer stated that the treatment was aborted with no return of blood/product to the patient. The customer reported that the patient was in stable condition. The customer stated that there was 151ml and 206ml of volume remaining in both the treatment and return bags, respectively. On (B)(6) 2011, the patient's treating physician reported that due to a hemoglobin drop from 83g/l prior to treatment to 75g/l after treatment, the patient needed a transfusion of two units of packed red blood cells. Photos were submitted for investigation. The adverse event, low hemogobin, was reported under 2523595-2016-00282.